Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -14.50/+4.0/108 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to the lens was too small. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Corrected data: h6-health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).